Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. In trouble-shooting performed, found no network connection between mobile view station (mvs) and imaging system computer. Umbilical cable defect. Umbilical cable replaced. System functions checked. Issue resolved. System performed as intended. Return requested. Replacement mvs interface shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their imaging system pendant was displaying the message: "mvs connected not ready". The site representative re-started the mobile view station (mvs) and image acquisition system (ias), however, the issue was not resolved, the pendant continue to display the same message. No further details regarding the behavior, or when in the process it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface (umbilical) cable failed the bench testing but passed continuity testing. Both gbit and 100t (cat6 cable) testing failed, due to opens. The reported event was confirmed to be caused by an electrical failure of the interface cable.